Manufacturer narrative:
At incoming inspection the device failed incoming testing due to parameters being out of tolerance and it was noted that the device needed to be calibrated. The device was checked, calibrated and cleaned. It passed all tests and conformed to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.